Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 25-may-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium prolapsed when the dilator was inserted. The sheath was replaced and the procedure was continued and subsequently completed. There was no patient consequence reported. Additional information was received on the event. It was the white part of the valve moved into the sheath. The hemostasis valve (gasket) did not break into two or more separate pieces. The event was discovered during preparation of the device. Air did not enter the patient¿s body and there was no blood return. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. The investigation was completed on 30-may-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium prolapsed when the dilator was inserted. The sheath was replaced and the procedure was continued and subsequently completed. There was no patient consequence reported. Additional information was received on the event. It was the white part of the valve moved into the sheath. The hemostasis valve (gasket) did not break into two or more separate pieces. The event was discovered during preparation of the device. Air did not enter the patient¿s body and there was no blood return. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised. Pictures were received for evaluation following bwi procedures. An analysis was performed on the pictures provided by the customer. According to the pictures provided by the customer, the hemostatic valve was dislodged inside the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. The issue reported by the customer was confirmed based on the pictures received. The product analysis was performed as appropriate in order to find a root cause of the complaint. The product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).